Manufacturer narrative:
The returned cable was evaluated. During evaluation with ac connected the instrument powers on and is fully functional for approximately 40 minutes. After approximately 40 minutes the instrument begins to overheat. Instrument would only display "please wait" when a sensor was connected. Using an infrared thermometer the max surface temperature is within specifications for the temperature safety requirements for plastic surface contacted greater than 1 minute. The device powers on and off via the power button, but the power led does not extinguish until the battery power is completely depleted. The u170 component on the instrument motherboard was found to be overheating. The mother board was replaced and the unit functioned as designed.

Manufacturer narrative:
\The 'expiration date' should be empty. The product associated with this report does not have an expiration date.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the power button lamp did not go off. And after power-up succeeded, then it was heated after a while and unable to measure. Under the failure condition, unable to open the past data too. There was no known impact or consequence to patient.